Manufacturer narrative:
Device over temperature error message functioned as intended to alert the user of the over temperature condition. Conclusions: a root cause investigation was initiated on (B) (6) 2008, for the power line filter malfunction. The 8051 processor within the device detected the heat from the power line filter malfunction and communicated an over temperature error message, which was displayed on the device screen.

Event description:
A healthcare professional observed a system temperature error message on the monitor screen. Monitor was in the ICU attached to an IV pole and plugged into an electrical outlet during the time the over temperature message was observed. Upon evaluation of the returned product, overheating isolated to the power line filter was observed. The power line filter is contained within an enclosure with a ul flammability rating of 94v-0. No injuries were reported.